Manufacturer narrative:
This ipg serial number was included in field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-10020. It was reported the patient (B)(6) is experiencing heating and pain while charging his ipg. Both the ipg and charging system were reported to be functioning properly. The patient was provided with the manufacturer recommendations to avoid heat while charging the ipg. No further information is available at this time.